Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 after a bolus delivery. The customer's blood glucose (bg) level was 454 mg/dl and an insulin pen was used to address the bg level. The customer loaded another cartridge and the alarm did not reoccur.